Event description:
On (B)(6) 2022, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a discrepant result of 0.15 ng/ml on a 77 year old female patient with dizziness. There was no additional patient information at the time of this report. Return product is available for investigation. Method date collected tested result sample. I-stat (B)(6) 2022 19:00 19:03 0.15 ng/ml whole blood. Lab (B)(6) 2022 19:00 19:20 <0.012 ng/ml plasma- not hemolyzed. I-stat (B)(6) 2022 21:47 21:50 <0.02 ng/ml whole blood . Lab (B)(6) 2022 21:47 22:20 0.013 ng/ml plasma- not hemolyzed . Positive cut-off values. I-stat: > 0.08 ng/ml. Lab: >0.034 ng/ml. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. The investigation is underway. Per I-stat system manual: art: 715595-00v. Reportable range: 0.00 - 50.00. Reference range: 0.00 - 0.03 (represents the 0 to 97.5% range of results). Reference range: 0.00 - 0.08 (represents the 0 to 99% range of results).

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 27-oct-2022. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retained and returned cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ak (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for ctni cartridge lot a22173a.